Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. It is not known what relationship the c-qur v-patch has to the reported adverse events. Per the study, recurrence rates associated with the novel c-qur v-patch mesh is acceptably low; however, infection rates appear to be higher when compared to comparable products for use in ventral hernia repairs.

Event description:
Received an article titled "infection and recurrence rates of the c-qur v-patch in ventral hernia repairs". The article investigated the infection and recurrence rates of this novel mesh product and compare this with published data of comparable mesh designs. Per the article adverse events included recurrence and infection.